Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 510 mg/dl and was due to the customer not testing bg. Insulin was delivered to address bg.